Manufacturer narrative:
The reported complaint of the contacts inside autopulse platform (sn 23678) battery compartment did not let the battery properly seat in the battery bay was confirmed during initial functional testing. The probable root cause is due to a damaged battery cable connector the possible root cause was due to the user slammed or forcibly inserted the batteries in to the autopulse platforms battery compartment, as a result of user mishandling. The autopulse platform is a reusable device and was manufactured in 25 september 2014 and is 6 years old, past the expected service life of five years. During visual inspection, no issue was observed. During archive data review, no significant discrepancy identified. During initial functional testing, platform was unable to power on due to the battery would not seat in fully. After replacing the battery cable connector, not related to the reported complaint, platform displayed user advisory (ua) 41 (patient temperature sensor failure) error message during run-in test. The root cause is a loose connection between temperature sensor and power distribution board and replacement of temperature sensor and power distribution board is required. After replacing battery connector, temperature sensor and power distribution board, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with sn (B)(4).

Event description:
The battery contacts inside the battery compartment of the autopulse platform (sn (B)(4)) would not let seat the autopulse li-ion battery and as a result, the autopulse platform could not be powered on. The reporter was unable to specify if the issue occurred during shift check or patient use. No consequences or impact to patient.